Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 199 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent down and up arrow button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube lip, cracked case at a display window corner and a stained end cap sticker.